Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after blood collection with a 23 x .75 in needle x 12in tubing. Bd safety-lok¿ blood collection wingset, the safety shield did not cover the needle and the needle remained exposed. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: a sample was not returned for evaluation, however, the customer provided three photos for investigation. A photo inspection revealed a used bd safety-lok¿ blood collection wingset with the IV needle/wing assembly outside of the safety shield. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6245683. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.